Event description:
It was reported the patient had a spinal cord stimulator that went 'haywire' on them. It was replaced with another manufacturer's device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient; product ID 748951, serial# (B)(4), implanted: 2006-(B)(6), product type extension; product ID 3986a, lot# n0039974, implanted: 2006-(B)(6), product type lead; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown when the implantable neurostimulator (ins) was explanted and replaced by a device from a different manufacturer.